Event description:
It was reported that a 64-year-old caucasian female who underwent primary breast augmentation with 350cc mentor memorygel breast implants experienced bilateral baker grade IV capsular contracture post procedure. As a result, an explant was performed on (B)(6) 2022. The capsular contracture was diagnosed at the physician¿s office. As a result, an explant was performed on (B)(6) 2022. See 1645337-2022-08944 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/sep/2022, the device evaluation was completed. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast resulted from the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Also on 9/sep/2022, mentor became aware that the previously submitted report omitted a change in the date of explant. Additional information received indicated that the device was explanted on (B)(6) 2022. Manufacturer's reference number: (B)(4). Explant date was updated to (B)(6) 2022.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on august 15, 2022. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information was received with receipt of the device. Replacement with 350cc mentor memorygel breast implants was performed with explant. Additional information was received on august 19, 2022. In addition to the capsular contracture reported previously, the patient also experienced right sided local reaction and left sided impaired wound healing. The right side capsule was surprisingly thick and inflamed with edema fluid around the scar capsule. The right side had an open wound complicated by fat necrosis. Reason for device explant and/or reoperation: local reaction/capsular contracture. Manufacturer¿s reference number: (B)(4).